Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir had 70cc of medical fluid remaining in it but caused an alarm warning no fluid remaining. The reporter indicated that there was no anomaly observed on the pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information: three pictures of smiths medical cadd cassette reservoir were received and reviewed. One of the pictures showed the cassette with the slide clamp activated. The second picture showed the arch of the pump tube looking high. And the third picture showed the pressure plate and the pump tube. Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. The product was visually inspected under normal conditions of illumination and it was noted that the slide clamp was activated, also the pump tube height looked high. Functional testing was performed, the sample was connected to the cadd legacy plus to look for unusual functions. The sample was fully priming and connected without difficulty, the pump was set running and no alarm was activated. Accuracy testing was also performed, the sample was connected to the cadd legacy plus and a balance mettler toledo to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed. Based on the evidence, the complaint was not confirmed, no problem was found.